Event description:
It was observed that during the device inspection, the telescope exhibited the lens inside the light guide post was missing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus, the device investigation is based solely on the information provided by the customer. Based on the results of the investigation, a lens in the optical system may have broken due to the excessive force of an impact or fall of the optics. The broken lens is visible as a foreign object when looking through the lens and the image appears blurred. The light cone in the light guide socket has fallen out due to the possible impact or fall. Olympus will continue to monitor field performance for this device.